Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Despite assistance in loading a new cartridge, the alarm persisted, preventing the resumption of insulin therapy. Cts decided to replace the pump and cartridge, with the caller planning to try a cartridge from a different box and follow up if further issues arose.